Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial. Visual inspection found foreign material on lens surface (clear residue) and the haptic slightly bent. (B)(4).

Manufacturer narrative:
The lens was returned dry, in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the haptic bent. Dimensional and functional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -16.5 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to refractive surprise. The lens was exchanged for a similar size lens of a different diopter. The problem was resolved. On (B)(6) 2017, the patient's post-op best corrected visual acuity (bcva) was 20/13 and uncorrected visual acuity (ucva) was 20/20.